Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's main board was replaced to address the issue. This malfunction is part of a retrospective review of complaints associated with fsn-2023-cc-src-039. Upon review, this malfunction has been deemed a reportable malfunction. This malfunction if it were to recur could result in patient harm or injury.